Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer sent e-mail stating the brush heads became detached, and sometimes the pin would get in the consumer's mouth. No injury was reported.